Event description:
It was reported the customer's insulin pump was turned off when she attempted to treat her high blood glucose. The customer's blood glucose was 420 mg/dl. The customer reported receiving a battery out limit alarm. The customer also stated there was an absence of alarms to warn her that the insulin pump would turn off. The customer was unsure how long she was without insulin when the insulin pump turned off. Troubleshooting found there was no damage to the insulin pump. The customer requested to have her insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.